Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure device had perforated into uterovesical space and imbedded in the wall of bladder/ perforation (uterus)/ migration of essure device location of device: bladder"), fallopian tube perforation ("perforation (fallopian tube(s))"), device breakage ("device breakage"), pelvic adhesions ("dense adhesions were found between the biadder, uterus, the right tube and the ovary.") And genital haemorrhage ("abnormal bleeding/ abnormal bleeding (general)") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: contraindicated device used "essure coils were placed in the right fallopian tube, but not on the left side due to a previous left salpingectomy" on (B)(6) 2010, medical device monitoring error "essure coils were placed in the right fallopian tube, but not on the left side due to a previous left salpingectomy" on (B)(6) 2010 and device monitoring procedure not performed "you undergo an essure confirmation test? No." The patient's past medical history included salpingectomy, ectopic pregnancy, fibrocystic breast and multiparous. Previously administered products included for an unreported indication: pill and nuva ring. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain"), infection ("infections"), migraine ("migraine headaches"), depression ("depression"), pelvic pain ("pelvic pain/ pain"), menorrhagia ("excessive and long periods/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)/ right (salpingectomy)/ bladder repair), surgery (total hysterectomy (uterus and cervix removed)/ right (salpingectomy)), surgery (total hysterectomy (uterus and cervix removed)/ right (salpingectomy)) and surgery. Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, device breakage, pelvic adhesions, genital haemorrhage, abdominal pain lower, infection, migraine, pelvic pain, menorrhagia, vaginal haemorrhage, headache, dysmenorrhoea, dyspareunia, fatigue and weight increased had resolved and the depression had not resolved. The reporter considered abdominal pain lower, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, infection, menorrhagia, migraine, pelvic adhesions, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2015, plaintiff presented to physician for a total vaginal hysterectomy, lysis of adhesions, removal of essure devices from the right fallopian tube, a right salpingectomy, a uterosacral vault suspension, anterior colporrhaphy, posterior coporrhaphy, perineorrhaphy, kelly plication and cystoscopy. More specifically, plaintiff's physician found that the essure device had perforated into uterovesical space and imbedded in the wall of plaintiff's bladder resulting in the need for a cystotomy repair. The right fallopian tube was removed. Strong bilateral ureteral jets were seen from both ureters at the end of the procedure and a repair of cystotomy was also performed. The rectum was found to be patent. The bladder and urethra were both patent. The cystotomy was repaired in two (2) layers. Dense adhesions were found between the bladder, uterus, the right tube and the ovary. Plaintiff had to undergo further surgeries to correct scar tissue that formed from the extremely painful and invasive prior surgeries to her abdomen, pelvis, and bladder. Since her most recent surgery, only some of plaintiff's symptoms have resolved, as she continues to struggle with severe depression and pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: information from pfs and mr. New reporters added. Patient¿s demographics added. New events added: excessive and long periods/ abnormal bleeding (menorrhagia), abnormal bleeding (general), abnormal bleeding (vaginal), headaches, device breakage, dysmenorrhea (cramping), surgery (other) type of surgery: bladder repair, dyspareunia (painful sexual intercourse), perforation (fallopian tube(s)), fatigue, weight gain, you undergo an essure confirmation test? No. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure device had perforated into uterovesical space and imbedded in the wall of bladder/ perforation (uterus)/ migration of essure device location of device: bladder"), fallopian tube perforation ("perforation (fallopian tube(s))"), device breakage ("device breakage"), pelvic adhesions ("dense adhesions were found between the bladder, uterus, the right tube and the ovary.") And genital haemorrhage ("abnormal bleeding/ abnormal bleeding (general)") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: contraindicated device used "essure coils were placed in the right fallopian tube, but not on the left side due to a previous left salpingectomy" on (B)(6) 2010, medical device monitoring error "essure coils were placed in the right fallopian tube, but not on the left side due to a previous left salpingectomy" on (B)(6) 2010 and device monitoring procedure not performed "you undergo an essure confirmation test? No". The patient's past medical history included salpingectomy, ectopic pregnancy, fibrocystic breast and multiparous. Previously administered products included for an unreported indication: pill and nuva ring. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain"). In 2011, the patient experienced weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). On (B)(6) 2013, the patient experienced breast pain ("breast pain"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain"), infection ("infections"), migraine ("migraine headaches"), depression ("depression"), pelvic pain ("pelvic pain/ pain"), menorrhagia ("excessive and long periods/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)/ right (salpingectomy)/ bladder repair), surgery (total hysterectomy (uterus and cervix removed)/ right (salpingectomy)), surgery (total hysterectomy (uterus and cervix removed)/ right (salpingectomy)) and surgery. Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, device breakage, pelvic adhesions, genital haemorrhage, abdominal pain lower, infection, migraine, pelvic pain, menorrhagia, vaginal haemorrhage, headache, dysmenorrhoea, dyspareunia, fatigue and weight increased had resolved, the depression had not resolved and the abdominal pain, breast pain, vulvovaginal pain and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, breast pain, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hormone level abnormal, infection, menorrhagia, migraine, pelvic adhesions, pelvic pain, uterine perforation, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: on (B)(6) 2015, plaintiff presented to physician for a total vaginal hysterectomy, lysis of adhesions, removal of essure devices from the right fallopian tube, a right salpingectomy, a uterosacral vault suspension, anterior colporrhaphy, posterior colporrhaphy, perineorrhaphy, kelly plication and cystoscopy. More specifically, plaintiff's physician found that the essure device had perforated into uterovesical space and imbedded in the wall of plaintiff's bladder resulting in the need for a cystotomy repair. The right fallopian tube was removed. Strong bilateral ureteral jets were seen from both ureters at the end of the procedure and a repair of cystotomy was also performed. The rectum was found to be patent. The bladder and urethra were both patent. The cystotomy was repaired in two (2) layers. Dense adhesions were found between the bladder, uterus, the right tube and the ovary. Plaintiff had to undergo further surgeries to correct scar tissue that formed from the extremely painful and invasive prior surgeries to her abdomen, pelvis, and bladder. Since her most recent surgery, only some of plaintiff's symptoms have resolved, as she continues to struggle with severe depression and pelvic pain. Current weight 142 lbs. Approximate weight at the time of essure placement 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 16-aug-2018: new pfs received- new events added: abdominal pain, breast pain, vaginal pain, hormonal changes were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure device had perforated into uterovesical space and imbedded in the wall of bladder/ perforation (uterus)/ migration of essure device location of device: bladder"), fallopian tube perforation ("perforation (fallopian tube(s))"), device breakage ("device breakage"), pelvic adhesions ("dense adhesions were found between the biadder, uterus, the right tube and the ovary.") And genital haemorrhage ("abnormal bleeding/ abnormal bleeding (general)") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: contraindicated device used "essure coils were placed in the right fallopian tube, but not on the left side due to a previous left salpingectomy" on (B)(6)2010, medical device monitoring error "essure coils were placed in the right fallopian tube, but not on the left side due to a previous left salpingectomy" on (B)(6)2010 and device monitoring procedure not performed "you undergo an essure confirmation test? No". The patient's past medical history included salpingectomy, ectopic pregnancy, fibrocystic breast and multiparous. Previously administered products included for an unreported indication: pill and nuva ring. On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain"), infection ("infections"), migraine ("migraine headaches"), depression ("depression"), pelvic pain ("pelvic pain/ pain"), menorrhagia ("excessive and long periods/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)/ right (salpingectomy)/ bladder repair),and surgery. Essure was removed on 4-jun-2015. At the time of the report, the uterine perforation, fallopian tube perforation, device breakage, pelvic adhesions, genital haemorrhage, abdominal pain lower, infection, migraine, pelvic pain, menorrhagia, vaginal haemorrhage, headache, dysmenorrhoea, dyspareunia, fatigue and weight increased had resolved and the depression had not resolved. The reporter considered abdominal pain lower, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, infection, menorrhagia, migraine, pelvic adhesions, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6)2015, plaintiff presented to physician for a total vaginal hysterectomy, lysis of adhesions, removal of essure devices from the right fallopian tube, a right salpingectomy, a uterosacral vault suspension, anterior colporrhaphy, posterior coporrhaphy, perineorrhaphy, kelly plication and cystoscopy. More specifically, plaintiff's physician found that the essure device had perforated into uterovesical space and imbedded in the wall of plaintiff's bladder resulting in the need for a cystotomy repair. The right fallopian tube was removed. Strong bilateral ureteral jets were seen from both ureters at the end of the procedure and a repair of cystotomy was also performed. The rectum was found to be patent. The bladder and urethra were both patent. The cystotomy was repaired in two (2) layers. Dense adhesions were found between the bladder, uterus, the right tube and the ovary. Plaintiff had to undergo further surgeries to correct scar tissue that formed from the extremely painful and invasive prior surgeries to her abdomen, pelvis, and bladder. Since her most recent surgery, only some of plaintiff's symptoms have resolved, as she continues to struggle with severe depression and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure device had perforated into uterovesical space and imbedded in the wall of bladder"), genital haemorrhage ("abnormal bleeding") and abdominal adhesions ("dense adhesions were found between the bladder, uterus, the right tube and the ovary.") In a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure coils were placed in the right fallopian tube, but not on the left side due to a previous left salpingectomy" on (B)(6) 2010 and contraindicated device used "essure coils were placed in the right fallopian tube, but not on the left side due to a previous left salpingectomy" on (B)(6) 2010. The patient's past medical history included salpingectomy. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal adhesions (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain"), infection ("infections"), migraine ("migraine headaches"), depression ("depression") and pelvic pain ("pelvic pain"). The patient was treated with surgery (total vaginal hysterectomy, right salpingectomy, removal of essure devices from right fallopian tube) and surgery. Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, genital haemorrhage, abdominal adhesions, abdominal pain lower, infection and migraine had resolved and the depression and pelvic pain had not resolved. The reporter considered abdominal adhesions, abdominal pain lower, depression, genital haemorrhage, infection, migraine, pelvic pain and uterine perforation to be related to essure. The reporter commented: on (B)(6) 2015, plaintiff presented to physician for a total vaginal hysterectomy, lysis of adhesions, removal of essure devices from the right fallopian tube, a right salpingectomy, a uterosacral vault suspension, anterior colporrhaphy, posterior colporrhaphy, perineorrhaphy, kelly plication and cystoscopy. More specifically, plaintiff's physician found that the essure device had perforated into uterovesical space and imbedded in the wall of plaintiff's bladder resulting in the need for a cystotomy repair. The right fallopian tube was removed. Strong bilateral ureteral jets were seen from both ureters at the end of the procedure and a repair of cystotomy was also performed. The rectum was found to be patent. The bladder and urethra were both patent. The cystotomy was repaired in two (2) layers. Dense adhesions were found between the bladder, uterus, the right tube and the ovary. Plaintiff had to undergo further surgeries to correct scar tissue that formed from the extremely painful and invasive prior surgeries to her abdomen, pelvis, and bladder. Since her most recent surgery, only some of plaintiff's symptoms have resolved, as she continues to struggle with severe depression and pelvic pain. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.